Event description:
The customer states that samples drawn from a pt had shown persistently elevated axsym bhcg values through a period of time (time period not specified). Therefore, it was decided that the pt should receive "cytostatic therapy". The customer states that the pt rec'd chemotherapy once (methotrexate injection) in "early autumn".